Event description:
It was reported that on (B)(6) 2012, patient presented with 100% restenosis of a 2.5x12 xience v rx stent that had been placed in the distal circumflex coronary artery on (B)(6) 2012 to treat a restenosed unspecified promus rx stent. Restenosis recurrence was treated with a non-abbott stent. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience v is being filed under a separate manufacturing report number.